Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred during basal and bolus delivery. System check could not be performed with tandem technical support, as the occlusion alarms occurred in the past. Customer changed supplies to address the occlusion alarms. The customer continued to use the pump for insulin therapy, and had manual insulin injections for backup therapy. Customer¿s blood glucose level was 400 mg/dl.